Event description:
During knee surgery a tourniquet was applied. After tourniquet was inflated, alarm sounded. Machine was checked and changed. Tourniquet not changed. Tourniquet appeared to be inflated. There was continuous venous bleeding. Both machines and tourniquet sent to clinical engineering following surgery and tourniquet was found to be defective. Pt did not suffer adverse reaction.